Event description:
It was reported that the customer was doing an incoming inspection of the ventilator. During the leak test, the ventilator turbine would not spin which caused a leak test failure. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na.